Event description:
Initial hammertoe correction implantation took place (B)(6) 2014 using three hammerlocks size small. During follow up visit on (B)(6) 2015, it was confirmed that one of the three hammerlocks had broken. Revision surgery and explant took place (B)(6) 2015. No additional details provided. Although bme first learned of revision surgery on (B)(6) 2015, despite numerous attempts, complaint along with device was not confirmed until (B)(6) 2015. Additional details were received on (B)(6) 2015.